Manufacturer narrative:
Product event summary: the device was returned analyzed, and no anomalies were found, the returned device indicated a loose/detached set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) implant procedure, it was not possible to engage the set screw with hex wrench. Several attempts were made with different wrench, and was still unsuccessful. The ICD was exchanged for a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.